Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 b5 was failed, and cubie didn't show up in the settings. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in drawer 3-1 had failed. A field service engineer (fse) observed no failure. The notes referenced drawer 3.1 and pocket b5 but did not specify whether it was the main or auxiliary drawer. The customer was asked to log in and access the storage space configuration, where both main and auxiliary cubies in pocket b5 were found to be loaded and not failed. A thorough check confirmed that there were no failures, and both cubies were properly loaded. The system functioned as intended after the field service engineer repaired the device.